Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be firmware failure of an electronical component. The ias pc could no longer receive x-ray images via the gigalink-connection. In the event of an ias error, the system remains operational in regards to the procedure and fluoro and acquisition are still possible without limitation. The concerned component was replaced and the system was returned to clinical use. No further notifications have been reported and the manufacturer is not considering further actions at this time.

Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. This event occurred in (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee floor system. During an emergency procedure, the system experienced an error receiving images and x-ray was aborted. The patient was safely removed from the system and transferred to an alternative system where the procedure was completed. We are unaware of any impact to the state of health of any patient involved.